Event description:
It was reported that during use on a 55-year-old female, the circuit caused the ventilator to inappropriately set off an alarm and caused rapid triggering, not allowing the patient to take normal breaths. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The customer's report is against two circuits from the same lot number and it is noted that the circuits were disposed of and are not available for evaluation.

Manufacturer narrative:
The investigation is still in process. The circuits related to the reported event were discarded by the user and are unable to be returned for evaluation.

Manufacturer narrative:
Correction: d4. The device was not returned to zoll medical corporation. The circuits were reported to be new and exhibited no visible damage or abnormalities, and were discarded by the customer prior to reporting and were therefore unavailable for evaluation. As the patient circuits were not returned and no additional evidence of the reported issue was provided, the supplier for the customers circuits were contacted to perform a device history record (DHR) review. The device history record confirmed that the complete lot was manufactured, inspected, and released on 03apr2025 in accordance with internal procedures, and no manufacturing discrepancies or related issues were identified. Based on the unavailability of the patient circuits for evaluation and the results of the supplier's DHR review, we are unable to determine a definitive root cause.